Event description:
It was reported that on (B)(6) 2014, the patient presented with an acute myocardial infarction. Percutaneous coronary intervention was performed to the proximal left circumflex and a 2.5x23 mm rx xience xpedition stent was implanted in the lesion. Coronary angiogram was performed to the right coronary artery where a 3.5x16 mm non-abbott stent was previously implanted and nothing abnormal was detected. On (B)(6) 2014, the patient died in congestive heart failure. The cause of death and relationship to the xience xpedition stent is not known. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Death and heart failure are listed in the xience xpedition eluting coronary stent systems instructions for use, adverse events section, as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.